Manufacturer narrative:
Device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 (see MFR report #s 1627487-2010-03115 and 1627487-2010-03117 for devices 1 and 3.) The patient received his scs system on (B)(6) 2010 consisting of an ipg, two leads and two anchors. It was reported that the patient developed an infection at the ipg pocket and lead incision sites. At the time of the report, cultures had not been taken; however, the patient was being treated with intravenous antibiotics. The patient's scs system was removed on (B)(6) 2010. The explanted products were returned to the manufacturer on 10/14/10. It is unknown whether the patient will receive a replacement system.